Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient experienced several line blocked alarms. Stated doing a full supply change to resolve the issue for the line blocked alarms. There was no patient injury.